Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a reset and the mode and all parameters were reset as well. The patient has recently undergone several months of radiation. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.